Event description:
It was reported that the patient has expired after an implant duration of approximately 0.17 months. On 08/13/2010 (through follow-up with the health-care provider), a response was received. It was learned that the patient had been experiencing shortness of breath, paroxysmal nocturnal dyspnea and orthopnea. On (B)(6)2010, the patient had a mvr, avr, and a tricuspid annuloplasty performed to correct severe mitral regurgitation, severe aortic stenosis, and severe tricuspid regurgitation. The patient also received an intra-aortic balloon pump on the first postoperative morning. Over the course of the next postoperative days, the patient was noted to have a persistant air leak from his chest tubes which had existed since he was received to the cticu. On the third postoperative day, the patient was noted to have renal insufficiency which was improving. On (B)(6)2010, the patient experienced massive bleeding from the right upper and middle lobe which was repaired. The patient was returned back to the cticu on the morning of (B)(6)2010. "He was on significant amounts of inotropic as well as vasopressor intravenous support and balloon pump at 1:1 frequency. He was being treated for acidosis. He was receiving multiple blood products secondary to coagulopathy." "At approximately 10 a.m., the (B)(6), the family wished not to withdraw all treatment at that time but not to add or increase any of the medications, and they did not was CPR or any defibrillations. They asked that no more blood products be given. After further discussion with the family, they asked to withdraw the patient from intravenous medications that he was receiving. At 12 p.m., he was placed on morphine drip per the family's request and his intravenous medications were discontinued. The patient was pronounced dead at approximately 12:49 p.m."

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information was received. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
During the product evaluation for another report, it was discovered that failure code 881:10 occurred on channel a during testing causing an interruption of delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
This patient also has another related event; please reference medwatch number #2015691-2010-14042 regarding this event.